Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed and attributed to the pads being opened without original packaging. To maintain AED 3 readiness always have packaged, non-expired pads connected to the device. The device passed all required bench tests and internal inspection. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.